Event description:
Approximately sixteen and a half months after the implantation, the patient developed elevated vad power consumption and flow estimations and was re-admitted to hospital. At the time of the event, the patient was asymptomatic. An echocardiogram was not performed. The patient was initially treated with a heparin infusion followed by intravenous tpa. The site reported that the patient's vad parameters normalized with this treatment. The patient was discharged home three days after his admission in stable condition. Investigation still ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return to the manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed an increase in power consumption and flow that correlate with the reported event. The cause of the reported event cannot be conclusively determined. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.